Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
It was initially reported that following a mitral valve replacement procedure, the patient was unable to feel his vns stimulation. It was then reported that the patient was experiencing an increase in seizures. The patient was then referred for a generator replacement, which was to be performed during an implant procedure for a pacemaker. The revision surgery took place on (B)(6) 2011, and the generator was replaced due to "battery depletion" with "ok" lead impedance. Information regarding the reason for the pacemaker implant, as well as information on the patient's increase in seizures is currently unknown. Attempts for additional information and product return are underway.

Event description:
An op note from the date of initial implant was received. Product information was not provided, however the note did indicate that the patient had a heart condition prior to vns, including a previous mitral valve replacement.